Event description:
A peritoneal dialysis registered nurse (pdrn) reported when they performed a flush on the patient and was removing the disk from the organizer, they noted a fluid leak at the site where the drain line connects to the disk. The patient was disconnected but it was unknown if the leak was there from the start of the exchange or happened at the time the pdrn was removing the disk. The pdrn was advised to notify the physician of the event. The sample was discarded and was no longer available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported when they performed a flush on the patient and was removing the disk from the organizer, they noted a fluid leak at the site where the drain line connects to the disk. The patient was disconnected but it was unknown if the leak was there from the start of the exchange or happened at the time the pdrn was removing the disk. The pdrn was advised to notify the physician of the event. The sample was discarded and was no longer available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Upon review of the available information, it was determined that the event reported in MFR (B)(4) was related to a fluid leak from a drain line after treatment, and is not a reportable event. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on (B)(4).